Event description:
(B)(6) reported that a revision surgery was performed to address a tether screw that broke approximately 40% down the screw shaft post-operatively. The screw was replaced with a different tether screw.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip of the screw has fractured off; the length of the shaft that was returned measured approximately 2/3 of its full length because of the fracture. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
(B)(6) reported that a revision surgery was performed to address a tether screw that broke approximately 40% down the screw shaft post-operatively. The screw was replaced with a different tether screw.